Event description:
This is filed to report the clip opened during establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitraclip clip delivery system was advanced in central position over the mitral valve with good grasping and leaflet insertion. However, during the first establishing final arm angle (efaa), before removal of the lock line, the clip opened. The clip was not implanted and was removed. Three clips were implanted without further issue, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening during establishing final arm angle/ efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.